Event description:
Additional information was received from the patient. They reported that they had no idea what caused their high impedances, but they were awaiting information since they saw their urologist. The issue was not yet resolved and there was no device removal planned as they were waiting to hear.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they saw their healthcare provider (hcp) on (B)(6) 2023 who discovered the patient had impedance issues. They did not know the cause and patient denied any falls or traumas. Patient then had a follow up reprogramming appointment with the manufacturing representative (rep) on (B)(6) 2024 and the rep took away some programs and told the patient to try the remaining programs each week. There were about 3-4 programs that would turn off at the same time of day everyday which patient was not expecting. Discussed  that the patient may have had cycling programmed but the patient did not know. Patient indicated they are still not getting help with their bladder issues. Patient called their hcp to follow up yesterday and they directed her to call the rep. The rep indicated they would follow up with the patient. On (B)(6) 2024 additional information was received from a manufacturer representative (rep). The rep reported that the patient had high impedances on electrodes 2 and 3. They also stated that they talked with the patient on (B)(6) 2024 and the patient confirmed they had tried all the programs and they hadn't really given them any better results.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.